Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed. One ams episode showed high amplitude noise that appeared only on the ventricular sense amp channel, however noise was not being sensed. Programming changes were made. Patient condition is good.